Manufacturer narrative:
The cartridge was received for evaluation which confirmed the post dialyzer port was broken. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The nxstage system one user guide states that a trained and qualified person must observe all treatments so that harmful conditions can be responded to promptly and the instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 22 nov 2022 from a nurse at a skilled nursing facility (snf) regarding a 91 year old male patient with a medical history including end stage renal disease, who stated the dialyzer port was dripping blood during a hemodialysis treatment on (B)(6) 2022, treatment was terminated and rinseback was successfully performed. Additional information was received on 22 nov 2022 from the nurse who stated the patient did not experience any symptoms related to the event and no medical intervention was required.